Event description:
It was reported that over-sensed noise noted on the right atrial (ra) lead caused inappropriate automatic mode switching. The ra lead will continue to be monitored and no intervention was reported. The patient was stable.